Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product was defective". On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant) and complication associated with device ("numerous complications"). At the time of the report, the pelvic pain and complication associated with device outcome was unknown. The reporter considered complication associated with device and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion') and embedded device ('essure may be embedded in the myometrium on the left side') in a 30-year-old female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product was defective". The patient's medical history included parity 2. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), complication associated with device ("numerous complications"), back pain ("I'm constantly in pain, my side and my back") and abdominal pain ("I'm constantly in pain, my side and my back"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain and complication associated with device outcome was unknown and the embedded device, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, complication associated with device, embedded device and pelvic pain to be related to essure. The reporter commented: essure insertion details> essure implanted to right tubal ostia with no resistance. Coils visible on the right 3; left 0 (outpatient insertion of left coil -aware too distal but visible on x-ray and vaginal ultrasound) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: the right fallopian tube filled with contrast up to the sterilisation coil but has occluded distal to the coil. Although the left sterilisation coil has been placed slightly distally, the left fallopian tube has also been successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: medical records provided. Information added: reporters, lab test, medical history, essure lot number and insertion details, event essure may be embedded in the myometrium on the left side. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion/ left sided pain in pelvis, especially over the past 5 months') and embedded device ('essure may be embedded in the myometrium on the left side') in a 30-year-old female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "suspected mis-shapen left essure device". The patient's medical history included parity 2 and vulval abscess. Concurrent conditions included asthma (mild). Family history included deep vein thrombosis (mother). On (B)(6) -2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("constantly in pain, my back"). On (B)(6) 2019, the patient experienced ovarian disorder ("trapped ovary syndrome") and cystitis interstitial ("bladder pain syndrome"), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("pain in left side of abdomen") and menorrhagia ("regular heavy periods"). The patient was treated with tramadol and surgery (essure removal via laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, abdominal pain, back pain, menorrhagia, ovarian disorder and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, back pain, cystitis interstitial, embedded device, menorrhagia, ovarian disorder and pelvic pain to be related to essure. The reporter commented: essure insertion details> essure implanted to right tubal ostia with no resistance. Coils visible on the right 3; left 0 (outpatient insertion of left coil -aware too distal but visible on x-ray and vaginal ultrasound). After essure removal procedure (laproscopic assisted vaginal hysterectomy, bilateral salpingectomy preserve ovaries) on (B)(6) 2019 she started to suffer from pain and suspected swelling on the left side of her abdomen. She had some bladder filling pain also, although this seems to be settling. Her urinalysis and bloods have reportedly been checked and were all fine. She has no other significant medical issues. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: pelvis examination; on (B)(6) 2019: vulva, vagina and urethra are normal, adnexae are normal. Hysterosalpingogram - on (B)(6) 2017: the right fallopian tube filled with contrast up to the sterilisation coil but has occluded distal to the coil. Although the left sterilisation coil has been placed slightly distally, the left fallopian tube has also been successfully occluded. Pathology test - on (B)(6) 2019: macroscopic: uterus and cervix with fallopian tubes weighing 88 g. The specimen measures 50 x 80 x 40 mm, the right tube is 75 x 10 x 10 mm, left tube 60 x 10 x 10 mm. The specimen is macroscopically unremarkable. Microscopic: the endo- and ectocervix are unremarkable. The endometrium is secretory. The myometrium is unremarkable. The fallopian tubes show no significant pathology. Diagnosis: uterus and cervix with fallopian tubes: no significant pathology. Ultrasound scan vagina - on (B)(6) 2019: normally placed right essure device and suspected mis-shapen left essure device; on (B)(6) 2019: transvaginal scan revealed a normal-appearing and normally located right ovary. The left ovary had a normal morphology but appeared somewhat stuck on the left side of the vault. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Batch no he011d6, production date 2015-10-28, expiration date 2018-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion') and embedded device ('essure may be embedded in the myometrium on the left side') in a 30-year-old female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product was defective". The patient's medical history included parity 2. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), complication associated with device ("numerous complications"), back pain ("I'm constantly in pain, my side and my back") and abdominal pain ("I'm constantly in pain, my side and my back"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain and complication associated with device outcome was unknown and the embedded device, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, complication associated with device, embedded device and pelvic pain to be related to essure. The reporter commented: essure insertion details> essure implanted to right tubal ostia with no resistance. Coils visible on the right 3; left 0 (outpatient insertion of left coil -aware too distal but visible on x-ray and vaginal ultrasound). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: the right fallopian tube filled with contrast up to the sterilisation coil but has occluded distal to the coil. Although the left sterilisation coil has been placed slightly distally, the left fallopian tube has also been successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion/ left sided pain in pelvis, especially over the past 5 months'), embedded device ('essure embedded in the myometrium on the left side') and abdominal pain lower ('pain in left side of abdomen / chronic left iliac fossa pain') in a 30-year-old female patient who had essure (batch no. He011d6) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "suspected mis-shapen left essure device". The patient's medical history included pregnancy in 2012 and parity 2. Concurrent conditions included vulval abscess and asthma (mild). Family history included deep vein thrombosis (mother). On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("constantly in pain, my back"). On (B)(6) 2019, the patient experienced embedded device (seriousness criterion intervention required), ovarian disorder ("trapped ovary syndrome") and cystitis interstitial ("bladder pain syndrome"), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding ("regular heavy periods") and congenital fibrosarcoma ("congenital infantile fibrosarcoma pain (cif pain)"). The patient was treated with tramadol and surgery (essure removal via laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower and congenital fibrosarcoma had not resolved and the embedded device, back pain, heavy menstrual bleeding, ovarian disorder and cystitis interstitial outcome was unknown. The reporter provided no causality assessment for congenital fibrosarcoma with essure. The reporter considered abdominal pain lower, back pain, cystitis interstitial, embedded device, heavy menstrual bleeding, ovarian disorder and pelvic pain to be related to essure. The reporter commented: essure insertion details> essure implanted to right tubal ostia with no resistance. Coils visible on the right 3; left 0 (outpatient insertion of left coil -aware too distal but visible on x-ray and vaginal ultrasound). After essure removal procedure (laproscopic assisted vaginal hysterectomy, bilateral salpingectomy preserve ovaries) on (B)(6) 2019 she started to suffer from pain and suspected swelling on the left side of her abdomen. She had some bladder filling pain also, although this seems to be settling. Her urinalysis and bloods have reportedly been checked and were all fine. She has no other significant medical issues. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: pelvis examination; on (B)(6) 2019: vulva, vagina and urethra are normal, adnexae are normal. Hysterosalpingogram - on (B)(6) 2017: the right fallopian tube filled with contrast up to the sterilisation coil but has occluded distal to the coil. Although the left sterilisation coil has been placed slightly distally, the left fallopian tube has also been successfully occluded. Pathology test - on (B)(6) 2019: macroscopic: uterus and cervix with fallopian tubes weighing 88 g. The specimen measures 50 x 80 x 40 mm, the right tube is 75 x 10 x 10 mm, left tube 60 x 10 x 10 mm. The specimen is macroscopically unremarkable. Microscopic: the endo- and ectocervix are unremarkable. The endometrium is secretory. The myometrium is unremarkable. The fallopian tubes show no significant pathology. Diagnosis: uterus and cervix with fallopian tubes: no significant pathology. Ultrasound scan vagina - on (B)(6) 2019: normally placed right essure device and suspected mis-shapen left essure device; on (B)(6) 2019: transvaginal scan revealed a normal-appearing and normally located right ovary. The left ovary had a normal morphology but appeared somewhat stuck on the left side of the vault. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Batch no he011d6 production date 2015-10-28 expiration date 2018-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jun-2021: patient´s date of birth updated, two new reporters (hcp), essure´s indication and medical history added. New adverse events reported: fossa iliac pain and congenital infantile fibrosarcoma pain (cif pain. The adverse event abdominal pain was updated to abdominal pain lower. Lower abdominal pain has become one of the causes for essure removal. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion') and embedded device ('essure may be embedded in the myometrium on the left side') in a 30-year-old female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product was defective". The patient's medical history included parity 2. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), complication associated with device ("numerous complications"), back pain ("I'm constantly in pain, my side and my back") and abdominal pain ("I'm constantly in pain, my side and my back"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain and complication associated with device outcome was unknown and the embedded device, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, complication associated with device, embedded device and pelvic pain to be related to essure. The reporter commented: essure insertion details> essure implanted to right tubal ostia with no resistance. Coils visible on the right 3; left 0 (outpatient insertion of left coil -aware too distal but visible on x-ray and vaginal ultrasound) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 05-sep-2017: the right fallopian tube filled with contrast up to the sterilisation coil but has occluded distal to the coil. Although the left sterilisation coil has been placed slightly distally, the left fallopian tube has also been successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: medical records provided. Information added: reporters, lab test, medical history, essure lot number and insertion details, event essure may be embedded in the myometrium on the left side. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion') and embedded device ('essure may be embedded in the myometrium on the left side') in a 30-year-old female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product was defective". The patient's medical history included parity 2. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), complication associated with device ("numerous complications"), back pain ("I'm constantly in pain, my side and my back") and abdominal pain ("I'm constantly in pain, my side and my back"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pelvic pain and complication associated with device outcome was unknown and the embedded device, back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, complication associated with device, embedded device and pelvic pain to be related to essure. The reporter commented: essure insertion details> essure implanted to right tubal ostia with no resistance. Coils visible on the right 3; left 0 (outpatient insertion of left coil -aware too distal but visible on x-ray and vaginal ultrasound) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: the right fallopian tube filled with contrast up to the sterilisation coil but has occluded distal to the coil. Although the left sterilisation coil has been placed slightly distally, the left fallopian tube has also been successfully occluded .. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2021: no new clinical information received, update to imdrf/FDA codes only. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product was defective". On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant) and complication associated with device ("numerous complications"). Essure treatment was not changed. At the time of the report, the pelvic pain and complication associated with device outcome was unknown. The reporter considered complication associated with device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product was defective". On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant), complication associated with device ("numerous complications"), back pain ("I'm constantly in pain, my side and my back") and abdominal pain ("I'm constantly in pain, my side and my back"). Essure treatment was not changed. At the time of the report, the pelvic pain and complication associated with device outcome was unknown and the back pain and abdominal pain had not resolved. The reporter considered abdominal pain, back pain, complication associated with device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: the case 2019-032358 was identified as a duplicate of this case and therefore the case 2019-032358 was deleted from argus database and all information was transferred to this case.new reporter added. New event added: I'm constantly in pain, my side and my back. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion/ left sided pain in pelvis, especially over the past 5 months'), embedded device ('essure embedded in the myometrium on the left side') and abdominal pain lower ('pain in left side of abdomen / chronic left iliac fossa pain, sore that on and off, recurent') in a 30-year-old female patient who had essure (batch no. He011d6) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "suspected mis-shapen left essure device, right side essure kinked during insertion" on (B)(6) 2017. The patient's medical history included drug allergy on (B)(6) 2016, fracture of ankle on (B)(6) 2015, cough in 2014, pregnancy in 2012, abscess of bartholin's gland in 2007 and parity 2. Previously administered products included for abscess of vulva: flucloxacillin on (B)(6) 2016; for vulval abscess: paracetamol in 2012. Concurrent conditions included abdominal pain lower (pain prior essure placement) since (B)(6) 2017, migraine with aura since (B)(6) 2016, vulval abscess since 2012, cryotherapy since 2010, vulval abscess since 2004 and asthma (mild) since 1995. Family history included deep vein thrombosis (mother). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced post procedural haemorrhage ("heavy bleeding post procedure (essure placement)") and complication of device insertion ("suspected mis-shapen left essure device, right side essure kinked during insertion"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criterion intervention required) and back pain ("constantly in pain, my back"). On (B)(6) 2019, the patient experienced embedded device (seriousness criterion intervention required), ovarian disorder ("trapped ovary syndrome") and cystitis interstitial ("bladder pain syndrome"). On an unknown date, the patient experienced heavy menstrual bleeding ("regular heavy periods") and congenital fibrosarcoma ("congenital infantile fibrosarcoma pain (cif pain)"). The patient was treated with aciclovir, chloramphenicol, codeine, pregabalin, tramadol, tramadol hydrochloride (maxitram) and surgery (essure removal via laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower and congenital fibrosarcoma had not resolved and the embedded device, back pain, heavy menstrual bleeding, ovarian disorder, cystitis interstitial, post procedural haemorrhage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for congenital fibrosarcoma with essure. The reporter considered abdominal pain lower, back pain, complication of device insertion, cystitis interstitial, embedded device, heavy menstrual bleeding, ovarian disorder, pelvic pain and post procedural haemorrhage to be related to essure. The reporter commented: date of essure placement was performed without anaesthetic on left side on (B)(6) 2017, right side kinked and it was done in (B)(6) 2017. Patient reported left side abdominal pain pre procedure, crampy, severe sharp on (B)(6) 2017. Essure insertion details> essure implanted to right tubal ostia with no resistance. Coils visible on the right 3; left 0 (outpatient insertion of left coil -aware too distal but visible on x-ray and vaginal ultrasound). After essure removal procedure (laproscopic assisted vaginal hysterectomy, bilateral salpingectomy preserve ovaries) on (B)(6) 2019 she started to suffer from pain and suspected swelling on the left side of her abdomen. She had some bladder filling pain also, although this seems to be settling. Her urinalysis and bloods have reportedly been checked and were all fine. She has no other significant medical issues. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: pain in her left side since essure operation (B)(6) 2017 ¿ but recently this pain has become more severe; on (B)(6) 2019: pelvis examination; on (B)(6) 2019: vulva, vagina and urethra are normal, adnexae are normal. Hysterosalpingogram - on (B)(6) 2017: the right fallopian tube filled with contrast up to the sterilisation coil but has occluded distal to the coil. Although the left sterilisation coil has been placed slightly distally, the left fallopian tube has also been successfully occluded; on (B)(6) 2019: left side it was very high and not lying flat but was told it was at a right angle. Hysteroscopy - on (B)(6) 2017: left essure inserted without anaesthetic, right side kinked. Pathology test - on (B)(6) 2019: macroscopic: uterus and cervix with fallopian tubes weighing 88 g. The specimen measures 50 x 80 x 40 mm, the right tube is 75 x 10 x 10 mm, left tube 60 x 10 x 10 mm. The specimen is macroscopically unremarkable. Microscopic: the endo- and ectocervix are unremarkable. The endometrium is secretory. The myometrium is unremarkable. The fallopian tubes show no significant pathology. Diagnosis: uterus and cervix with fallopian tubes: no significant pathology. Specialist consultation - on (B)(6) 2019: tender slightly left side,tearful with pain, no masses felt,. Ultrasound scan vagina - on an unknown date: confirmed seemed to be the right position; on (B)(6) 2019: normally placed right essure device and suspected mis-shapen left essure device; on (B)(6) 2019: transvaginal scan revealed a normal-appearing and normally located right ovary. The left ovary had a normal morphology but appeared somewhat stuck on the left side of the vault. X-ray of pelvis and hip - on an unknown date: confirmed seemed to be the right position. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Batch no he011d6, production date 2015-10-28, expiration date 2018-10-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-sep-2021: the follow information were included medical history, historical drug, other treatment products, essure start date updated from (B)(6) 2017 to (B)(6) 2017, events: postoperative bleeding, complication of device insertion, onset date added to iliac fossa pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "product was defective". On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criterion medically significant) and complication associated with device ("numerous complications"). At the time of the report, the pelvic pain and complication associated with device outcome was unknown. The reporter considered complication associated with device and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('significant pain since insertion/ left sided pain in pelvis, especially over the past 5 months') and embedded device ('essure may be embedded in the myometrium on the left side') in a 30-year-old female patient who had essure (batch no. He011d6) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "suspected mis-shapen left essure device". The patient's medical history included parity 2 and vulval abscess. Concurrent conditions included asthma (mild). Family history included deep vein thrombosis (mother). On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("constantly in pain, my back"). On (B)(6) 2019, the patient experienced ovarian disorder ("trapped ovary syndrome") and cystitis interstitial ("bladder pain syndrome"), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("pain in left side of abdomen") and menorrhagia ("regular heavy periods"). The patient was treated with tramadol and surgery (essure removal via laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, abdominal pain, back pain, menorrhagia, ovarian disorder and cystitis interstitial outcome was unknown. The reporter considered abdominal pain, back pain, cystitis interstitial, embedded device, menorrhagia, ovarian disorder and pelvic pain to be related to essure. The reporter commented: essure insertion details> essure implanted to right tubal ostia with no resistance. Coils visible on the right 3; left 0 (outpatient insertion of left coil -aware too distal but visible on x-ray and vaginal ultrasound). After essure removal procedure (laproscopic assisted vaginal hysterectomy, bilateral salpingectomy preserve ovaries) on (B)(6) 2019 she started to suffer from pain and suspected swelling on the left side of her abdomen. She had some bladder filling pain also, although this seems to be settling. Her urinalysis and bloods have reportedly been checked and were all fine. She has no other significant medical issues. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2019: pelvis examination; on (B)(6) 2019: vulva, vagina and urethra are normal, adnexae are normal. Hysterosalpingogram - on (B)(6) 2017: the right fallopian tube filled with contrast up to the sterilisation coil but has occluded distal to the coil. Although the left sterilisation coil has been placed slightly distally, the left fallopian tube has also been successfully occluded. Pathology test - on (B)(6) 2019: macroscopic: uterus and cervix with fallopian tubes weighing 88 g. The specimen measures 50 x 80 x 40 mm, the right tube is 75 x 10 x 10 mm, left tube 60 x 10 x 10 mm. The specimen is macroscopically unremarkable. Microscopic: the endo- and ectocervix are unremarkable. The endometrium is secretory. The myometrium is unremarkable. The fallopian tubes show no significant pathology. Diagnosis: uterus and cervix with fallopian tubes: no significant pathology. Ultrasound scan vagina - on (B)(6) 2019: normally placed right essure device and suspected mis-shapen left essure device; on (B)(6) 2019: transvaginal scan revealed a normal-appearing and normally located right ovary. The left ovary had a normal morphology but appeared somewhat stuck on the left side of the vault. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: the following information was updated: hcp reporter, lab data, essure stop date was added. Event device defective was clarified to suspected mis-shapen left essure device. Event numerous complications was specified to trapped ovary syndrome and bladder pain syndrome. New events abdominal pain and heavy periods. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.